Manufacturer narrative:
(B)(4)

Event description:
Information from the consumer reported that she could not get the implant inside of her body to come on. She had used the magnet to turn her implant on and off but it did not work. There was a loss of therapy reported. Additional information received from the patient reported that she had not found a healthcare provider to check her implant yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.